Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, the device was unable to connect to the lv lead due to an inability to tighten the set screw. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of failure to connect the left ventricular (lv) lead due to an inability to tighten the set screw was verified in the lab. However, when the device was tested on the bench it was noted that the lv set screw had been screwed down too far. This prevented the lead from being fully inserted into the lead bore. The screw was untightened to the expected position, and it functioned properly. The device's functionality was bench tested; telemetry, sensing, pacing, pli, hvli, patient notifier and hv shock were tested. No anomaly was detected.